Event description:
Right knee has locked up [joint lock]. Left knee moves with crepitus [joint crepitation]. Could not walk [abasia]. Looked like she would pass out and turned peaked [pallor]. Vasovagal reaction [presyncope]. Light headed [dizziness]. Pain in her knee [arthralgia]. Case description: spontaneous report was received on (B)(6) 2011, from a licensed practical nurse (lpn) regarding a (B)(6) old female consumer, initials (B)(6), with osteoarthritis. The patient's medical history was not provided. On (B)(6) 2011, the patient initiated synvisc-one, 6 ml in both knees. Right after the treatment the patient could not walk, looked like she would pass out as she turned peaked and was lightheaded, and she had pain in her knee. The patient did not pass out and the nurse assisted her to her car. The patient returned on (B)(6) 2011 and had a cortisone injection in both knees. She stated that the patient had some pain relief and was able to walk better. The action taken with synvisc-one was not provided. The patient's outcome was not yet recovered. Concomitant medications were not provided. The reporting nurse assessed the relationship between synvisc-one and the event of knee pain as definitely related and not being able to walk as possibly related. Additional information was received on (B)(6) 2011, in the form of doctor's notes. Medical history included bilateral knee pain, hypertension, seasonal allergies, stomach ulcers, migraines, arthritis, asthma, gerd (gastroesophageal reflux disease), fibromyalgia, neuropathy, tendinitis, costochondritis, allergies to penicillin, sulfa, c-klor (cefaclor), cipro (ciprofloxacin, and erythromycin, cholecystectomy, tubal ligation, hysterectomy, surgery to remove an ovarian remnant, and arthroscopic surgery of the left knee. The patient was first seen in the office on (B)(6) 2011. On (B)(6) 2011, the patient was injected with synvisc-one into both knees. She had a small vasovagal reaction and monitored at the office for a course of at least 15 - 20 minutes afterwards. She was discharged in good condition. The patient was to return back to the office in six weeks to reassess the level of improvement. The patient returned (B)(6) 2011. The patient stated that the right knee had locked up on her at least on 2 - 3 occasions. She had crepitus with range of motion. The left knee moved with crepitus but was stable. There was no edema. The patient was injected with depo-medrol (methylprednisolone) 40 mg and 6 cc of 1% lidocaine into each knee. The patient's outcome for vasovagal episode, dizziness, and could not walk was recovered. The outcome for the remaining events was unknown. She was given samples of celebrex (celecoxib) 200 mg for six days. Concomitant medications included aciphex (rabeprazole, metoprolol, clarinex (desloratadine), vitamin d, pataday (olopatadine hydrochloride) or restasis (cyclosporine), zoloft (sertraline), neurontin (gabapentin), zanaflex (tizanidine), buspar (buspirone), asmanex (mometasone), spiriva, lunesta (eszopiclone), singulair (tiotropium), imitrex (sumatriptan), axert, (almotriptan malate), lortab (acetaminophen and hydrocodone), mobic (meloxicam), and skelaxin (metaxalone). The relationship between synvisc-one and the events was not provided by the reporting nurse.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2011. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.